Event description:
It was reported when inserting the piccline, the customer noticed that the ultrasound sheath leaked. He noticed the problem when placing a sheath on a probe where he had put ultrasound gel in the sheath and, when snapping the sheath onto the ultrasound probe, a small ball of ultrasound gel appeared on top of the sheath, indicating a tear or leak. There was no patient harm. The protective cover of the ultrasound probe was changed with another kind.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the probe cover was confirmed but the cause is unknown. A video of a functional test on a probe cover was returned for evaluation. The probe cover had reportedly been filled with sterile saline. A spraying leak was observed emanating from the probe cover at or near the seam in the cover. Although a leak could be confirmed, the root cause of the leak could not be determined from the video; there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.